Event description:
On 10/16/96, the facility's surgical materials specialist contacted the MFR's manager, product complaints & litigation to report that the device catheter had fractured and as a result, the device was explanted on 8/2/96. The device catheter was surgically cut into two pieces and the segment of catheter has a parallel slit in it. The facility's surgical materials specialist will return the device for analysis and requested a copy of the analysis results.

Manufacturer narrative:
On 1/6/97, facility's surgical materials specialist informed a MFR rep that due to some internal issues at facility, device has not been returned to MFR for analysis. Additionally, facility's surgical materials specialist stated that to her knowledge, it is not known when/if device would be returned. MFR rep informed facility's surgical materials specialist that in view of current situation, MFR had no choice but to clos file on this event; however, should device and or further info become available in future, MFR would reopen MFR's investigation of this incident. A trend analysis was performed on similar incidents for this catalog/lot numbe and a trend was not indentified. A review of device history record did not reveal any mfg variances related to this event. Based on info availabel anddue to unavailability of device, no conclusion can be drawn as to cause of this event. MFR's investigation of this incident is inconclusive. No further details are available. MFR is closing file on this event. H.11/. Corrected data 1) initial medwatch report submitted on 11/12/96, section b.2, date of this report read 11/12/96, it should have read 10/16/96. 2) initial medwatch report submitted on 11/12/96, section f.8., date of this report read 11/12/96, it should have read 10/16/96.